Event description:
It was reported the cap in stylet is leaking. Catheter leak air from the end plug when aspirating with a syringe, while injecting air travels into the catheter. The stiffener cable slides loosely in the end plug. Two catheters used in the same procedure. There was no impact to the patient, just longer insertion time for the PICC placement (3rd was ok). No impact to the healthcare workers. The customer returned four devices for evaluation and all confirmed to exhibit the reported failure. This report will address all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the same scope. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the cap in stylet is leaking. Catheter leak air from the end plug when aspirating with a syringe, while injecting air travels into the catheter. The stiffener cable slides loosely in the end plug. Two catheters used in the same procedure. There was no impact to the patient, just longer insertion time for the PICC placement (3rd was ok). No impact to the healthcare workers. This report addresses both devices.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.